Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The software was re-loaded as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no critical errors. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.